Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that a red alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed high, out-of-range (oor) shocking lead impedance measurement. The patient had a competitor's right ventricular (rv) lead. As of this time, no troubleshooting was performed. The device remains in service. No adverse patient effects were reported.